Event description:
It was reported the catheter was explanted and replaced on 2014 (B)(6). It was reported there was catheter occlusion. It was noted, the logs were checked and a dye study was performed. It was reported, the patient had an increase in pain, and when they tried to do a dye study, they were unable to aspirate the catheter. It was noted, the health care provider (hcp) exposed the catheter but was unable to determine where the occlusion was. It was noted there was less than 50% therapy relief. The patient status was noted as alive with no injury. The pump was used to deliver fentanyl and bupivacaine. Additional information reported the patient recovered without sequelae. It was noted they were unable to perform the dye study. It was noted, the hospital had troubleshot the catheter ¿previously apparently and could not aspirate or push through the catheter.¿ it was noted they emptied the pump and filled it with normal saline. It was noted, the hcp cut the catheter at the point where it went into the fascia and there was no csf which led to the decision to replace the catheter.

Manufacturer narrative:
Analysis of catheter, serial number: (B)(4), found the catheter sc connector coring-tears-cuts in seal, possibility caused occlusion, not misaligned. Analysis of catheter, serial number (B)(4), found catheter body dark residue occlusion in dispensing holes.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).